Event description:
It was reported that the patient presented 3 days post procedure to the hospital with shortness of breath. It was discovered that the lad coronary artery had been damaged from the surgery. The patient developed a fever a had an echocardiogram which showed vegetation on the pacing leads. The entire system was explanted. During the explant procedure, the right atrial lead was unable to be easily removed. A locking stylet was inserted, and a lot of tension was required. A loop was found on the outside with a suture going through the lead and noted the lead was damaged. The patient had bleeding after the extraction while the atrial lead was being removed through the subclavian vein causing a potential tear in the vein. The patient was in stable condition.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.